Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
When the epidural was inserted, while infusing sterile water into the epidural space with the syringe of the kit, the anesthesiologist observed an abnormal pressure or counter pressure force and the presence of water at the level of the plunger collar of the syringe. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported there was abnormal/counter pressure with the lor syringe. The customer returned one 10ml plastic lor syringe and lidstock (reference attached files (B)(4)). The syringe was visually examined with and without magnification. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. Functional testing was performed on the returned syringe using the lab leak tester (c05176) per the parameters in amrq-000155 rev. 4, section 7.2-positive pressure leakage. Water was aspirated into the syringe to the 8ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. Water was removed from the syringe to the 2ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. The other remarks: returned lor syringe was compared to a lab inventory syringe by sliding the plunger into the barrel of the syringe. The resistance of the returned lor syringe was comparable to the lab inventory syringe. The luer end of the returned syringe was capped with the plunger completely inserted. An attempt to remove the plunger from the barrel was performed. The plunger seal snapped back when attempting to remove from the barrel. This was also performed with a lab inventory syringe with the same results. This indicates the plunger seal was creating a vacuum with no issues. The reported complaint of abnormal pressure/counter pressure issues with the syringe could not be confirmed based on the sample received. The returned lor syringe passed functional testing including a leak test. Also, the returned lor syringe when compared to a lab inventory syringe had comparable resistance when sliding the plunger into the barrel of the syringe. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. There were no functional issues found with the returned sample. (B)(4).

Event description:
When the epidural was inserted, while infusing sterile water into the epidural space with the syringe of the kit, the anesthesiologist observed an abnormal pressure or counter pressure force and the presence of water at the level of the plunger collar of the syringe. There was no patient injury.